Event description:
It was reported when using the bd pyxis medstation system, tower door 3 failed and required maintenance. The customer stated that there was no harm or delay in patient care reported since the nurses were able to pull medications from critical care unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 3 failed and required maintenance. A field service engineer adjusted the door and bins, cleaned latch contacts and reseated harness and applied contact stabilant to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.